Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The pt was hospitalized the same day for the event. The cause of the peritonitis was unknown. On an unreported date in the same month, the pt began treatment with vancomycin ip and rocephin ip (doses and frequencies not reported) for peritonitis. On an unreported date in the same month, vancomycin and rocephin were withdrawn. At the time of this report, the pt remained hospitalized, dianeal therapy was ongoing and the pt was not recovered. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f05068, h13h16038, and h13i04032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.